Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2022 by the journal of shoulder and elbow surgery, titled ¿no difference in range of motion in reverse total shoulder arthroplasty using standard or constrained liners: a matched cohort study¿. The study reviewed twenty-two (22) patients who underwent primary reverse total shoulder arthroplasty (rtsa) to address rotator cuff tear arthropathy (14 patients), glenohumeral osteoarthritis (4 patients), irreparable rotator cuff tear (4 patients), using the arthrex univers revers modular glenoid system. During the minimum two (2) year follow-up period, one (1) patient experienced glenoid loosening. Source: goodloe jb, denard pj, lederman e, gobezie r, werner bc. No difference in range of motion in reverse total shoulder arthroplasty using standard or constrained liners: a matched cohort study. Jses international. 2022;6(6):929-934.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.